Manufacturer narrative:
(B)(4). Review of the complaint text for the complaint indicates the onboard buffer container of an architect i2000sr, (B)(4) overflowed, due to a detection error. The detection error resulted in buffer fluid backing up into the tubing for the architect reconstitution module (arm), and caused the buffer to spray onto the cardcage, and caused damage to the cardcage as well as circuit boards inside the cardcage. The customer observed sparks from the rear of the cardcage area, smoke, and a strong burning smell. The customer powered off the architect i2000sr instrument, to prevent further damage. The field service engineer (fse) went to the customer site, and reviewed the message history log. The fse verified there were no error code 5252 errors (wash buffer level sensor disconnected) in the message history log. The fse replaced the architect buffer sensor tubing, and received error code 2100 (wash buffer reservoir full, ignored fill request), which indicated the new architect buffer sensor tubing was functioning as intended. The fse identified that the indexer board in the upper cardcage, slot number two was damaged, and the motor driver board in the lower cardcage slot number two and were replaced. The cardcage backplane was cleaned, and the board and cables were checked where the spillage occurred. A review of trending for the i2000sr, and a search for similar complaints did not identify a product issue or an adverse trend related to the issue in this complaint. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. The i2000sr is certified to the appropriate (B)(4) safety standards to ensure that the design provides adequate protection against spread of fire from the equipment.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The operator observed sparks, smoke and a strong burning smell coming from the rear of the cardcage area on the architect i2000 analyzer. The operator powered the analyzer off. Through troubleshooting, it was discovered, the on-board buffer overflowed due to detection errors resulting in fluid to spray onto and cause damage to the cardcage circuit boards. No operator injury was reported.